Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was clarified that the patient had performing continuous ambulatory peritoneal dialysis (capd) and not using a homechoice device for pd therapy. Prior to death, capd therapy had been discontinued and the patient was placed on hemodialysis. Hemodialysis was also eventually discontinued and the patient was placed on ¿compassion care.¿ the cause of death remains unknown. As the patient had not been performing pd therapy for three months prior to death, there was no risk of harm associated with the baxter products in relation to this event; therefore, this product is no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.